Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer states that the unit is not filling the tanks. Unit does power up. No alarming , no error codes.